Event description:
It was found that the inner sterilized packaging is opened during the operation. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : g4, h2, h10. The reported event was able to be confirmed with the attached photo. The device was not returned to the manufacturer. Therefore it could not be analyzed and the product analysis has not been performed. The review of the device manufacturing quality record indicate that 5595 products désignation refobacin bone cement r 40x1, batch a702ab0707 were manufactured on (07th july 2017). The device manufacturing quality record (of 6096821) indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue (complaint category inner cement pouch open sealing) event described in the complaint. No other similar have been recorded on refobacin bone cement r 1x40g, batch a702ab0707 within one year. According to the available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. A customer letter will be sent to the customer in order to inform about the problem. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicate that (B)(4) products designation refobacin bone cement r 40x1, batch a702ab0707 were manufactured on (07th july 2017). The device manufacturing quality record (of (B)(4)) indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue (complaint category inner cement pouch open sealing) event described in the complaint. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was found that the inner sterilized packaging is opened during the operation. No adverse events have been reported as a result of the malfunction.